Event description:
While performing a routine ptca (percutaneous transluminal coronary angiography) of the lad (left anterior descending), a 2.5 mm x 33 mm length cypher stent was placed in the lad distally. Abutting this was a 3.0 x 33 mm length cypher stent dilated to 14 atmospheres. A more proximal 3.0 x 28 mm length cypher stent was then abutted to this and dilated. Intracoronary nitroglycerin was administered and repeat angiography demonstrated lad rupture in the midportion of the vessel at the site of the mid stent with dye extravasation into the pericardium. At this time, the patient began having chest pain and the blood pressure began dropping. The cypher balloon was removed, and a long guidewire was advanced. Patient required intubation as well as CPR for loss of blood pressure despite an increase in IV fluids, IV dopamine and levophed. Pericardiocentesis was performed removing approximately 500 cc of nonclotting blood with restoration of cardiac rhythm and blood pressure. An intra-aortic balloon pump and swan-ganz catheter was placed and the patient was taken to surgery. The patient did recover and was discharged home a few days later.